Manufacturer narrative:
(B)(4). Date sent to the FDA: 05/02/2019. A picture of the sample was received for analysis. Upon visual inspection of the picture, a damage box of product code m8805 could be observed and no breakage suture could be noted.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: it was reported performance breakage suture. Twenty-three unopened samples were returned for analysis. The complaint sample was not returned for analysis. During the visual inspection of thirteen unopened samples, no defects were observed on the packets. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were examined along of strand and no defects or damaged were noted. A functional test was performed on the samples and the tensile force met the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance breakage suture was observed, and the tested sample meet the finished goods requirements. A photo has been received for analysis, however, the evaluation is not yet complete. Representative samples returned to support investigation of 4 device issues captured in reports 2210968-2019-79831, 2210968-2019-79832, and 2210968-2019-79833. Analysis results have been included in follow-up reports for each.

Event description:
It was reported that a patient underwent a carotid artery procedure on (B)(6) 2019 and suture was used. During the procedure, after pulling through tissue, the suture broke. There were no adverse patient consequences. No additional information was provided.